Manufacturer narrative:
E1- initial reporter address: (B)(6). Device evaluated by MFR.: the express vascular sd was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. The shaft is separated 28.2cm from the tip. Microscopic examination revealed the shaft is stretched at the separation. The stent is deformed and no longer attached to the balloon. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the stent is damaged and there is damage that would have contributed to the difficulty to cross the lesion.

Event description:
It was reported that stent damage occurred. The >95% stenosed target lesion was located in the vertebral artery. A 6f guide was placed and 2mm guidewire was used to cross the lesion. A 2.0x20mm balloon was advanced for pre-dilation. Subsequently, a 5.0mmx15mmx150cm express vascular sd stent balloon expandable was advanced but could not cross the lesion. It was found the stent was kink. A new 4x15 express vascular sd stent was used and successfully completed the procedure. There was no patient complications noted as a result of this event. The patient condition following procedure was stable. It was further reported that the target lesion moderately tortuous and severely calcified. The device was not implanted, as it was removed from the patient.

Event description:
It was reported that stent damage occurred. The >95% stenosed target lesion was located in the vertebral artery. A 6f guide was placed and 2mm guidewire was used to cross the lesion. A 2.0x20mm balloon was advanced for pre-dilation. Subsequently, a 5.0mmx15mmx150cm express vascular sd stent balloon expandable was advanced but could not cross the lesion. It was found the stent was kink. A new 4x15 express vascular sd stent was used and successfully completed the procedure. There was no patient complications noted as a result of this event, the patient condition following procedure was stable.

Manufacturer narrative:
E1- initial reporter address: (B)(6).